Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 that the patient passed away on (B)(6) 2016. Patient's wife reported that she discovered that the patient was having a heart attack and called the paramedics. By the time the paramedics arrived at the house, the patient had passed. Patient was not taken to the hospital. The patient was wearing the continuous glucose monitor (cgm) at the time of death. A certificate of death was not provided. There was no alleged device malfunction. Additional event or patient information is not available.